Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable was loose at the rubber end around the black and white connector on the mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loose rubber end around the black and white connector of the mobile power unit patient cable and a damaged battery latch was confirmed via analysis of the returned unit. The heartmate mobile power unit ((B)(6)) was returned and evaluated at the european distribution center (edc) on 25feb2022. During the evaluation, it was visually observed that the mpu patient cable had a loose rubber sleeve connector; however, this did not affect the functionality of the device. The mpu¿s patient cable was replaced with new component. Preventative maintenance was performed, and the repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 26oct2015. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mpu and the patient cable for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.